Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump experienced a suction event that was resolved by giving one unit of packed red blood cells. It was also reported while the pump was being repositioned with transesophageal echocardiography, the pump became caught in the cords of the mitral valve, and the impella device came across valve. The medical team could not advance into the left ventricle, so the impella cp was removed and exchanged for a new impella cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.